Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information was requested and the following was obtained:green reload's bottom metal tray broken off from plastic top holding staple pockets. Knife tract damaged on left-side of cartridge near level of seventh staple pocket.

Event description:
It was reported that during an unknown procedure, on the third firing with a green cartridge the device did not form the staples. The knife blade assembly broke and possibly went into the groove in the cartridge. No indication that anything fell into the patient. The device had been fired several times previously and worked fine. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Cartridge and damaged one piece sled. One device was returned in good visual conditions and with an ecr60g cartridge present. The reload was received fully fired and with the pan dislodged. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the cartridge, one possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph from the procedure was received and reviewed by ees field quality engineer. The following observations were noted: the type of damaged observed in these pictures are similar to damage seen when the device is fired over a hard object like a clip, gastrostomy tube anchor, an instrument tip, etc. The shearing of the cartridge that rolled up would be consistent with the knife assembly disengaging partially from the channel forcing it to one side and shearing the plastic from underneath. It is my opinion based on what can be observed, a hard object may have been inadvertently trapped between the jaws during device firing generating force that the device could not overcome resulting in device damage and a non optimal outcome.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.